Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. One photograph of a revised tibial tray was provided for review. The fixation surface of the tibial tray exhibited no adhered cement. Extensive scratches and abrasions around the fixation surface consistent with removal damage were noted. The reported device loosening could not be confirmed based on the photograph review. No further observations pertaining to the nature of the alleged event were identified. No new information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis, and long standing ligamentous instability. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was implanted in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to loosening, and instability. The surgeon reported of the tibial component was loose and rotating. Loosening at the tibial plate to cement interface. The surgeon did not comment on the femoral component, though was revised. He did not comment on the patella and it was not revised. The surgeon reported no intraoperative complications. Depuy components were implanted in the revision. Competitor cement was utilized in the procedure. Doi: (B)(6) 2014 dor: (B)(6) 2017 (rt knee).